Event description:
It was reported the customer's insulin pump had black spots on the screen. The customer stated she was still able to read her screen. The customer also stated there may be moisture exposure to her insulin pump. The customer's blood glucose was 127 mg/dl. The customer was unsure how the damage had occurred. The customer also reported there was a rainbow line on her insulin pump's screen. The customer was advised to monitor her insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.